Event description:
The manufacturer received information alleging a simplygo oxygen concentrator was not producing the correct oxygen percentage. The patient was admitted to the hospital.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. The device operated to design specifications.